Event description:
The customer stated that she was hospitalized with a high blood glucose of 478 mg/dl. Prior to the event, the customer had been given a steroid injection, which she says, caused her blood glucose to elevate. The customer stated that she became very stressed, and her blood glucose elevated even more, and eventually she called the paramedics. Troubleshooting revealed that the insulin pump was programmed correctly. No alarms in the alarm history, and bolus history was correct. The customer did not have a tubing clamp for the high pressure test. Tubing clamp was shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.